Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "during the tka, the triathlon ps x3 tibial insert was not locked on the triathlon prim tib baseplate. Therefore, our sales immediately ordered a same size insert to our distribution center. Three hrs later, the insert was delivered and the surgeon implanted the spare insert instead of it."